Manufacturer narrative:
Additional information: d9, h3, h6 analysis of device image indicates that auto-capture feature was enabled and device was pacing in high output mode at times. When automatic settings are programmed, such as auto-capture feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device. Analysis of device was performed, did not find any anomalies other than voltage being at eri. Longevity assessment was performed and device¿s implanted duration exceeded 75% projected longevity and is considered normal battery depletion. Customer complaint of premature battery depletion issue was not confirmed.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was found to have reached the elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.